Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: fractured solder joints. Specific component(s) involved: external battery malfunction. Additional text: fractured solder joints. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external battery. Other intervention: implant device type: lvad.